Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio pro meter had a 29% difference between readings. However, the patient only provided 1 meter reading. Due to the lack of information, lifescan cannot confirm or verify if a product malfunction occurred. The patient did not allege any harm or injury because of the reported issue. Based on the customer service investigation, this complaint was not reportable since there was no evidence of a malfunction or adverse event. Lifescan received the meter and test strips involved with this complaint. The testing on the returned meter was completed on (B)(4) 2011 and no faults were found. However, this complaint is now being reported due to the outcome of product analysis results. On (B)(4) 2011 lifescan received the test strips involved with this complaint and completed device evaluation on (B)(4) 2011. Investigation revealed that the control solution test was outside specifications. An error 4 also occurred with control solution, which is an unreported issue.